Event description:
It was reported that a fiber broke inside the ureteroscope. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. The first piece measured 220.2cm from the sub miniature a (sma) connector to the distal end. The second piece measured 89.6cm from the proximal end to the exposed glass tip. The exposed glass tip measured 6 mm and had normal degradation. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The overheating of the connector lead to it separating from the strain relief boot. According to the device instructions for use, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device.

Event description:
It was reported that a fiber broke inside the ureteroscope. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.